Event description:
It was reported that there was difficulty advancing the lead through the sheath during the implant procedure. It was also reported that after several attempts to enter the sealing adapter the lead may have "kinked," causing damage to the electrode. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however it was noted the proximal conductor was distorted, blood/body fluid were noted on the distal conductor (not obstructed) and the lead was damaged at implant. The full lead was returned and analyzed.